Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to a third-party service center for evaluation. Foam particles were observed inside the device assembly. Dust/dirt was also observed within the device assembly. Error code 53 (indicating an issue with the pca) was found in the device log history. The device had a missing knob (control dial button). The device will be scrapped per the customer's request.